Event description:
It was reported that (1) device was used during a ovarian cyst. It was reported by the affiliate that the atw35 staples would not deliver. Another instrument was used to complete case. There was no consequence to the pt.